Manufacturer narrative:
Product analysis: the reported information indicates the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 13 days post implant of this annuloplasty band, the patient was hospitalized due to bacterial endocarditis with damage to the native valve. Antibiotics were administered to the patient orally and intravenously. Eight days post hospitalization, this resolved. The device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.